Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the support key lens was chipped on the upper left corner. A review of the event history log (ehl) identified invalid syringe size in the history and the physical damage to support key lens was not found in ehl. Functional testing was performed using visual inspection, syringe test and size calibration verification test using both quality control slugs. Verified the damaged to support key lens and was unable to duplicate the invalid syringe size error, the pump was able to read 1 milliliter and 60 milliliter syringe sizes. The root cause of the issue was a result of the customer's impact to the device. Replaced the support key lens and recalibrated syringe size for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump had a cracked screen and did not read smaller syringe sizes. No patient injury was reported.